Manufacturer narrative:
Correction to the initial and supplemental MDR in block h6 patient code. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the extended loss of consciousness was related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes but are not limited to: procedural related side effects, for example: side effects related to medicaiton or anesthesia".

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced difficulties waking up after a procedure. After a pulsed field ablation (pfa) procedure the patient took a considerable time to wake up from the anesthesia. The patient then fell unconscious later the same day. A scan was performed and no air or strokes signs were found. The patient was put on extracorporeal membrane oxygenation (ECMO). The patient was schedule to get a temporary pacemaker. After a week in the hospital the patient was taken off ECMO and discharged with an ejection fraction of 50%. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was reported that a patient experienced difficulties waking up after a procedure. After a pulsed field ablation (pfa) procedure the patient took a considerable time to wake up from the anesthesia. The patient then fell unconscious later the same day. A scan was performed and no air or strokes signs were found. The patient was put on extracorporeal membrane oxygenation (ECMO). The patient was schedule to get a temporary pacemaker. No further information was provided. The event is still ongoing. (B)(6) 2024 - per gfe: the patient was able to go home wednesday (B)(6). Patient was off of ECMO with an ef of 50% according to dr. (B)(6). He was unsure of the cause of the patient's issues and was hoping we could offer an explanation if possible. (B)(6) 2025 - per gfe: pulmonary vein isolation was performed with 42 applications. The patient was male, age unknown. Patient's ejection fraction was very low and required a temporary pacemaker. The physician reported no finding of air embolism leading to stroke nor evidence of hemolysis. Cause of the event is still unknown, physician believes takotsubo cardiomyopathy.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced difficulties waking up after a procedure. After a pulsed field ablation (pfa) procedure the patient took a considerable time to wake up from the anesthesia. The patient then fell unconscious later the same day. A scan was performed and no air or strokes signs were found. The patient was put on extracorporeal membrane oxygenation (ECMO). The patient was schedule to get a temporary pacemaker. After a week in the hospital the patient was taken off ECMO and discharged with an ejection fraction of 50%. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that 42 ablations were performed during the procedure. The cause of the event is still unknown but there was no evidence of an air embolism nor hemolysis.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the extended loss of consciousness was related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes but are not limited to: procedural related side effects, for example: side effects related to medicaiton or anesthesia".

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced difficulties waking up after a procedure. After a pulsed field ablation (pfa) procedure the patient took a considerable time to wake up from the anesthesia. The patient then fell unconscious later the same day. A scan was performed and no air or strokes signs were found. The patient was put on extracorporeal membrane oxygenation (ECMO). The patient was schedule to get a temporary pacemaker. After a week in the hospital the patient was taken off ECMO and discharged with an ejection fraction of 50%. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.